Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician found that the tip of the neuron 070 had become twisted while advancing through a neuron max 6f 088 long sheath (neuron max). Therefore, the neuron 070 was removed. The procedure was completed using a neuron 6f 053 delivery catheter (neuron 053) with the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron 070 was ovalized from approximately 57.0 ¿ 58.5 cm, 78.5 cm and from 99.0 ¿ 108.5 cm from the hub. During functional testing, resistance was encountered at the distal ovalized location while advancing the neuron 070 through a demonstration neuron max and the device could not advance any further. Conclusions: evaluation of the returned neuron 070 confirmed an ovalization on the distal end of the device. If the neuron 070 is forcefully gripped or mishandled while advancing the device through a neuron max, the device may become ovalized. Further evaluation revealed additional ovalizations along the device which, based on the returned condition and reported complaint, were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.